Manufacturer narrative:
(B)(4) - device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The test strips were also evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an additional label was applied on the top. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that a one touch ultra 2 meter read inaccurately high compared to her usual blood glucose (bg) readings. The patient indicated that the alleged issue occurred in trinidad. The patient manages her diabetes with pills, and diet and/or exercise. She takes metformin and gliclazide. She also tests her bg twice a day at unspecified times. The patient indicated that the alleged issue started on (B)(6) 2012, at 9:00 pm. At that time, the patient claimed that she obtained a meter reading of "17 mmol/l." The patient mentioned that her normal readings around that time are around "11.0 mmol/l." After obtaining the reported result, the patient reportedly continued with the evening as normal. She went to bed after doing some knitting. The following morning at 3:00 am on (B)(6) 2012, the patient woke up with symptoms of cold sweats and feeling faint, weak, and tired. Ten minutes after feeling hypoglycemic, the patient administered self-treatment by consuming "40% dextrose gel." After administering the self-treatment, the patient tested her bg again and got a result of "2.8 mmol/l." The time of the reported result was not provided. The patient did not report receiving medical treatment during the time of concern. On (B)(6) 2012, prior to obtaining the alleged inaccurate high result, the patient claimed that she followed her general diet of not eating breakfast, eating a sandwich for lunch at noon, and consuming a weight-watchers ready meal at 5:00 pm. Multiple attempts by lfs to contact the patient for follow-up information have been unsuccessful at this time. At the time of contact with lfs, the patient did not have control solution for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of severehypoglycemia after the alleged issue began.